Manufacturer narrative:
Concomitant medical products: product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2024 section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2021; explant date (B)(6) 2024 it remains unclear at this time whether the explanted lead was serial number (B)(6) or serial number (B)(6). G2: the country of the event is ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead had multiple high impedances of unknown origin; the patient does not recollect any physical damage (ie fall). Upon replacement, there were no issues with the ins. Only one lead was explanted, so it remains unclear which lead corresponds to the explant. The issue was noted as not resolved at the time of the report. Surgical intervention occurred as noted. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2021. Explanted: (B)(6) 2024. Product type lead h3: the lead, model# 977a260 serial# unknown, was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis of the lead revealed that conductors 0, 2, 5, 6, and 7 were broken about 41.9 cm from the proximal end; these circuits were open. It was noted that the braid was broken at the site of the broken conductors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.